Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer had headache and thirst. They feel ok to troubleshoot. Drive support condition was normal. Customer's blood glucose value at the time of incident was 600 mg/dl. Customer current blood glucose level was 600 mg/dl. Customer reports they have not contacted their health care provider regarding the high blood glucose reading. There was no leak but their air bubbles in the tubing and reservoir. Customer did not report bolus wizard. After troubleshooting, customer stated pressure test was on. Bolus wizard was not confirmed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer reports site is changed every 2/3 days. Customer did not mention if the set was bent. Product will not be returning for analysis. The customer was not using auto mode feature during the serious injury.